Manufacturer narrative:
The device was returned for analysis. The unit was returned connected to the catheter. It was noted on visual inspection that the fiber optic cable and the air hose was cut from the returned unit. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The unit could not be wet tested due to the removal of the fiber optic cable and the air hose. The advancer unit was dismantled to examine the turbine and no issue was noted with the turbine or with the ultem. The annulus of the burr was inspected and no damage was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr became stuck in the lesion and vessel dissection occurred. The target lesion was located in the calcified circumflex artery. A 1.50mm rotalink plus was selected and advanced to treat the lesion. During the procedure, it was noted that the burr was stuck in the patient's artery. There were multiple attempts to remove the burr but it was stuck, stalled and a stall signal was noted. They could not remove the burr and they could not get a buddy wire. A 1.25 small balloon used but it could not get down close to the burr. The pressure was increased on the rota burr gas line and was able to remove the burr; however, vessel dissection was noted in the left anterior descending artery (lad) and left main coronary artery (lmca). The procedure was completed with percutaneous coronary intervention (pci) and stenting. No further patient complications reported.

Event description:
It was reported that a burr became stuck in the lesion and vessel dissection occurred. The target lesion was located in the calcified circumflex artery. A 1.50mm rotalink¿ plus was selected and advanced to treat the lesion. During the procedure, it was noted that the burr was stuck in the patient's artery. There were multiple attempts to remove the burr but it was stuck, stalled and a stall signal was noted. They could not remove the burr and they could not get a buddy wire. A 1.25 small balloon used but it could not get down close to the burr. The pressure was increased on the rota burr gas line and was able to remove the burr; however, vessel dissection was noted in the left anterior descending artery (lad) and left main coronary artery (lmca). The procedure was completed with percutaneous coronary intervention (pci) and stenting. No further patient complications reported.

Manufacturer narrative:
(B)(4).